Event description:
Ventriculostomy came disconnected at transducer. Wire was taped and not putting stress on the transducer. It was not bumped or jostled, and patient was not in the midst of any activity.